Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hysterectomy procedure, the clamp presented a blood leak in its gauntlet, but it worked normally t hroughout the procedure. The patient had a lot of continuous blood dirt during surgery. An intervention was required to stop the bleeding.

Event description:
According to the reporter, during hysterectomy procedure, the clamp presented a blood leak in its gauntlet, but it worked normally throughout the procedure. The patient had a lot of continuous blood dirt during surgery. An intervention was required to stop the bleeding. The device did not break during procedure and no part of the device fell inside the patient's cavity. Medtronic's initial evaluation of the incident device that the jaws of the device were damaged. There were missing pieces of the jaws that was not returned.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted blood dripping from the handle of the device. Also, the jaws of the device were damaged. There were missing pieces of the jaws that was not returned. Functionally, the device was disassembled to investigate the complaint of fluid ingress as seen in the returned videos. Blood or fluid could not be seen on the returned device. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device was detected by all generators. No electrical or wiring issues were found. It was reported that the clamp presented a blood leak in its gauntlet. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damaged jaw. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.